Manufacturer narrative:
(B)(4).

Manufacturer narrative:
MFR receiving date: 11/06/2015. Conclusion / root cause: the failure of c56 prevented the power supply from operating on ac power. Reference (B)(4). This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
It was reported that during service the device will not power up on ac power. There was no reported patient involvement.

Event description:
It was reported that during service the device will not power up ac power. There was no reported patient involvement.